Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the mini puschlock anchor remained not fixated in the canal after anchoring and the entire anchor came out along with the contents. Due to this failures the surgeon had to perform a root canal and tied it to finishe the surgery successfully. Per complaint reporter there was no harm for patient, operator or third party.